Manufacturer narrative:
Ps34077. Nine units of the rt042l nasal mask, were returned and visually examined for detached seals. Results: on one device, the seal was not completely attached on one side of the nose bridge. There was no fault found with the other eight returned devices, all from the same lot. Conclusions: the nasal mask has a hard plastic base with a silicone seal enclosing foam around the outer edge of the base to seal onto the pt. The seal is held onto the base of the mask by a combination of silicone clips, with an interference fit. To remove a properly fitted seal requires excessive force. It is likely that incorrect or poor assembly by the operator, on the production line contributed to a weak seal. We have initiated awareness training, to production line staff, to ensure our standard operating procedure are being followed correctly and to prevent a recurrence of this event.

Event description:
A healthcare facility in (B) (4), reported to our distributor, that the seal on an rt042l nasal mask detached from the mask base. No pt consequence was reported.